Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose level of 440 mg/dl. Customer had blood glucose level of 126 mg/dl. Customer was using auto mode and was able to lower glycemic trend without detaching pump and correcting with boluses. Insulin pump will not be returned for analysis.